Manufacturer narrative:
In follow up with medela canada on (B)(6)2019, the customer indicated that when using the replacement freestyle pump, she was having many issues, so she switched to using a rented symphony hospital-grade breast pump and her milk supply came back. When she needed to use the freestyle again for travel, she experienced the same bruising and clogging that she had previously. The customer indicated that she was interested in purchasing a symphony pump since it worked well for her, but the price was prohibitive. The customer indicated that she did not believe it was a problem with the freestyle pump itself, but just that that style pump didn't work for her. She asked if it would be possible to try a different personal use pump, so the customer was sent a sonata pump and return of her replacement pump was requested for testing/evaluation. The freestyle device was returned with the customer's parts and accessories and was evaluated on (B)(6)2019. The device passed suction and cycle specifications. The customer's report of low suction could not be confirmed.

Manufacturer narrative:
Medela canada customer service conducted troubleshooting with the customer. Troubleshooting did not resolve the issue. Replacement spare parts were sent to the customer. In follow up with medela (B)(4) on (B)(6) 2019, the customer indicated that her pain had been at a level 8 on a scale of 1 to 10. She additionally indicated that her doctor prescribed her all-purpose nipple cream, which helped. She stated that she is no longer using her freestyle pump because she switched to a symphony pump, which she is not experiencing any pain with. Medela is filing this report, which is considered a serious injury as it required medical attention (medication was prescribed).

Event description:
On (B)(6) 2019, the customer alleged to medela (B)(4) that her replacement freestyle breast pump caused painful bruising on her nipple.